Manufacturer narrative:
The lead was surgically abandoned and will not be returned so boston scientific is unable to confirm the clinical observations.

Event description:
Boston scientific received information that noise was previously reported on this atrial lead. Then approximately one year later, new information was received indicating this lead had impedance measurements greater than 2,500 ohms. The lead was surgically abandoned and replaced. No adverse patient effects were reported.